Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant medical products: (right) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 6483318 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with two 325cc mentor memorygel breast implants, suffered left breast implant rupture, post-operatively. As a result, the patient was scheduled for implant explantation on (B)(6) 2020.

Manufacturer narrative:
On (B)(6)2020, mentor became aware that the patient's initially proposed date of explantation of the suspect medical device is tentative. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on july 16, 2020 it was decided to remove device code 1170 to more accurately capture the reported event. The implant was described to be discolored from heme. Mentor also erroneously omitted the following information from the supplemental report sent on july 15, 2020: the patient also experienced bilateral breast tenderness. The right breast tenderness will be reported under mrn: 1645337-2020-09070. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 12, 2020, mentor became aware that the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2020: (left) 225cc mentor smooth round moderate profile saline catalog: 3501630 lot: 7725163 sn: (B)(6) and (right) 225cc mentor smooth round moderate profile saline catalog: 3501630 lot: 9355306 sn: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, the shell appears opaque/discolored. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that upon removal of the suspect medical device, it was actually intact. In addition, the patient experienced capsular contracture; baker grade unknown, and organized thrombosis was found in the capsule and a discolored implant. On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on july 22, 2020, it was decided to remove patient code 2100 (thrombosis) and replace it with patient code 1884 (hematoma), to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).